Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Unable to confirm blank display on insulin pump due to cracked and bleeding lcd glass.

Event description:
Customer reported that the insulin pump was dropped. The blood glucose readingwas 279 mg/dl. She treated with manual injections. Customer stated that the infusion set did not show signs of damage. She stated that the screen only has a partial display. It was also reported that the customer recently had a blood glucose reading of 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.